Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During atrial lead replacement, the replacement atrial lead had a high capture threshold and p wave amplitude variation. A second atrial lead was used and also had high capture threshold and p wave amplitude variation despite multiple placement attempts. The first atrial lead was then successfully implanted and the second atrial was removed. The patient was stable following the procedure and there were no adverse consequences. Related manufacturer number: 2017865-2019-17429.